Event description:
A customer in (B)(6) reported a false positive cefoxitin screen results for a staphylococcus spp in association with the vitek® 2 ast-p644 test kit. The customer stated that four clinical strains were tested and the cefoxitin screen is positive, whereas when confirmed with alternative disk-diffusion method the same strains were negative. No other information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a report of a false positive cefoxitin screen (oxsf) result for four strains of staphylococcus aureus associated with vitek® 2 system v8.01 software, and vitek® 2 ast-p644 card. Identification was confirmed for all four of the customer's strain as staphylococcus aureus, using the vitek® 2 gp ID card (lot 2420822203), for identification of gram-positive organisms. The following reference methods were used to determine the intended result: · pcr meca/mecc to check for absence of (B)(6) strain (assay lbmsc-ast-90). Result - pcr meca/mecc negative for all strains. · kirby-bauer cefoxitin (fox kb), reference method used for cefoxitin screen test with clsi diameters breakpoints used in development [>= 22 mm s; <= 21 mm r] results - s1: diameter = 25 mm, susceptible (s) s2: diameter = 26 mm, (s) s3: diameter = 27 mm, (s) s4: diameter = 29 mm, (s) the customer's staphylococcus aureus strains were confirmed by pcr meca/mecc to be (B)(6), confirming that none of the strains were (B)(6). The cefoxitin disk diffusion results for the customer's strains were susceptible. Antibiotic susceptibility testing was performed using the vitek 2 system software version v08.01, and the vitek 2 ast-p644 card. The advanced expert system (aes) parameters were eucast + eucast based. Two ast-p644 card lots, including one customer lot (cl: 7440739103) and a random lot (rl: 7440593103) were tested. Biomérieux, columbia agar with 5% sheep blood was used to subculture. The oxsf results for both the customer lot, and the random lot were negative for all four strains tested. The negative oxsf tests correlated with the susceptible disc diffusion results (fox kb s) for all four of the customer's strains. In conclusion, the customer's false positive oxsf results were not reproduced internally.